Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer does not recall any significant events leading to the error, except that it happened after the act and up arrow buttons were pressed. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for error and pump performed self test but did not pass due to the lack of vibrate. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to vibrate during self-test due to broken vibrator red wire. The insulin pump had minor scratched display window.